Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The patient was brought back in for testing and a 31 joule commanded shock was delivered successfully. The rv lead remains in service and there were no additional adverse patient effects reported.